Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs showed that are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is having issues with air bubbles in reservoir. Customer stated when the set is installed, thirty minutes later air bubbles start to form in the reservoir. The air bubbles are as big as peas. Customer found the air bubbles are being caused by a connector issue between the tubing connector and reservoir. The customer stated regardless of how many times tries to join it with the reservoir every few threads just ends up with that angle and is not locking position which keeps the surfaces flat and causing air bubbles. The customer's blood glucose was 290mg/dl. Advised customer that the device will be replaced.